Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime ll everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The 2.75 x 38 mm xience prime ll referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, 99% stenosed, de novo lesion in the distal right coronary artery (drca). Using a femoral access site, the xience prime 3.0 x 38 mm was deployed in the drca and after deployment, a dissection was observed at the proximal end. To cover the dissection a xience prime 2.75 x 38 mm was deployed but after deployment, the dissection flap had extended and another xience prime 3.5 x 15 mm was deployed and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.